Event description:
Description of event: power cube noise - no leaks noted - volume ok test - gas ok test.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).